Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linearleads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 5113178.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a lead revision procedure wherein a new lead was implanted. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Correction to the initial MDR in block g4: bsc aware date: (B)(6) 2020.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a lead revision procedure wherein a new lead was implanted. No further information could be obtained despite good faith efforts.